Manufacturer narrative:
The complaint that the 20fr ponsky feeding tube dislodged is inconclusive because the failure mode of tube dislodgement cannot be tested in the lab setting. Minimal residual material was seen adhering to the inner wall and crevices of the returned feeding tube. The depth markings between 3cm and 6cm were slightly worn. The internal and external bolster appeared unremarkable to gross visual examination. It was verified that the internal bolster wall thickness, outer diameter, and height were within the dimensional specs. Gross visual and microscopic examination revealed no evidence of defect or deformity related to the mfg process. An lhr is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
During nutrition infusion, the catheter dislodged form its original position.